Event description:
Colostomy closure and parstoma hernia repair; surgeon went to fire 45 purple radial covidien end gia staples, the stapler failed and did not go through the tissue for anastomosis; load appropriate.